Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the bulkhead connector resolved the issue. The system then passed the system checkout and was found to be fully functional. The connector was returned to the manufacturer for analysis. Analysis found that the connector was in good condition with no apparent physical damage and it passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to transfer a spin from the imaging system to the navigation system. It was discovered that the bulkhead was damaged. Bypassing the bulkhead resolved the issue. Medtronic imaging and navigation was aborted. There was no patient impact reported.

Manufacturer narrative:
The software investigation found it was not possible to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.